Event description:
It was reported that a user connected the ilet and entered the press-and-hold fill process while still connected to the body, did not deliver insulin through the tubing, and repeatedly returned to the press-and-hold screen until coached to disconnect, confirm visible drops, and then reconnect; the device displayed high glucose and the user attempted to correct, with guidance to use the correction algorithm and change supplies when available, indicating an improper procedure related to the tubing. Symptoms included hyperglycemia reaching 401 mg/dl, dizziness, headache, and dry mouth. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem, and associated the event with an improper or incorrect procedure involving the fill tubing process. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.